Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose level was 150 mg/dl. Additionally, the pump could not be charged. The customer connected the pump to a power source to charge, but the pump did not turn on. The customer reverted to an alternate method of insulin therapy.